Event description:
It was reported that t:slim x2 pump battery did not charge properly and that pump eventually shut down without any low power alerts, with caller needing to hold charging cable in certain positions to maintain charging connection even after trying a stable power outlet, tandem cable, and tandem wall adapter. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, confirmed visible usb port was not damaged, and was sent a replacement charger, with no additional corrective actions documented.